Event description:
It was reported that an incorrect concentration was entered into the programmer. On (B)(6) 2011 the concentration of gabalon in the pump was found to be incorrect. It was set to 124.4mcg/ml when it should have been 500mcg/ml. The concentration was corrected and the pump dose was increased by 20%. It was not considered to be an adverse event at this point. On (B)(6) 2011 the patient¿s condition was confirmed and there had been no abnormalities. The patient¿s condition was again confirmed on (B)(6) 2011 and there had been no abnormalities.

Manufacturer narrative:
Concomitant medical products: product ID: 8840, lot# unknown, product type: programmer, physician. Product ID: 8711, lot# n077018023, product type: catheter. (B)(4).